Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report: 3006705815-2018-03018, 1627487-2018-12156, 1627487-2018-12157 and 1627487-2018-12158. It was reported the patient's scs system was removed. The patient had previously complained her scs system was turning on/off randomly. The date of the explant was undetermined at this time.

Event description:
Device 5 of 5. Reference MFR report: 3006705815-2018-03018, 1627487-2018-12156, 1627487-2018-12157 and 1627487-2018-12158.